Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The coil remains implanted in the patient and the remainder of the device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies clot formation, hemorrhage, and coil migration or misplacement as potential complications associated with use of the device.

Event description:
It was reported that treatment was performed for a ruptured aneurysm in the mid-line anterior communicating artery (a2) on a patient enrolled in the rage clinical trial. After the placement of the 6th coil, a clot formed in the a2. It was noted that the coil was protruding in the parent vessel. A bolus of integrilin was given, followed by an integrilin IV drip. A follow-up CT/cta demonstrated additional sah, and the patient had right sided-weakness after the procedure. The clinical study physician assessed the event as being mild in severity and was resolved without sequelae.